Event description:
It was reported the patient experienced ¿pulling¿ and pain at the ¿connection port between the lead and the extension.¿ it was also reported, the patient felt the connection ¿slide down.¿ it was stated that during a procedure on the day of report, the pocket was ¿opened up¿ and ¿it was evident that the implantable neurostimulator (ins) had been twisted as the extensions were severely knotted 40- 50 times.¿ it was additionally stated, the patient ¿had been twisting her ins.¿ it was reported, the ins and extensions were replaced. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: 3387s-40 lot# va03x0t, implanted: 2012 (B)(6), product type lead product ID: 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type extension product ID: 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type extension product ID: 3387s-40 lot# va02s0t, implanted: 2012 (B)(6), product type lead. (B)(4).